Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down. The unit was not in use on patients at the time and no patient harm was reported. He was advised that nihon kohden had no loaners available and no replacement hdds at the time. The biomedical engineer was provided with the registration code and product keys to perform a ghosting of the hdds, which resolved the issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down.

Manufacturer narrative:
Details of complaint: on (B)(6) 2017, the customer reported the following issue with mu-971ra; sn (B)(4), from patient monitoring: cns crashed. Service requested: exchange. Service performed: initial troubleshooting done on (B)(6) 2017 revealed that customer requested to do an exchange on the cns, earlier which was denied since nka did not perform exchanges on mu-971ra units anymore. Due to the lack of loaners or replacement hard drives at nka, customer decided to ghost the hard drives himself. He needed the product keys for the device, which were provided to him. Investigation summary: the root cause of the issue could not be determined from the information available but could be suspected due to a failed hard drive. The overall risk of this event, taking into consideration severity and probability, is "medium."